Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during a tibial plateau leveling osteotomy (tplo) or fracture surgery on an animal, it was observed that the rotations per minute (rpm) on the quick coupling device went low. It was further noted that the same handpiece was used with a spare attachment and everything worked properly. It was reported that there was no delay to the surgical procedure and a spare device was available for use to complete the surgery successfully. There was no human patient involvement as this was a veterinary procedure. The exact date of this event is not known. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.